Manufacturer narrative:
Section h6: correction - patient code for anemia. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding from a mid-esophageal ulcer and tachycardia could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late) and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29sep2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's arrhythmia did not result in clinical compromise. The patient's tachycardia was likely due to setting of anemia. The patient does not have an implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for tachycardia and dark tarry stools. The patient's hemoglobin was at 6.6 g/dl. The patient received 4 units of blood over the weekend. A push enteroscopy was planned for (B)(6) 2020. The push enteroscopy was completed and showed the source of the bleed as a mid-esophageal ulcer. Esophageal varices bands were applied and the patient was discharged home with physical therapy on (B)(6) 2020.